Event description:
It was reported that the pump failed flow accuracy and wi-fi connectivity issues during preventive maintenance. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. Review of the event history log (ehl) showed no errors. An accuracy test and wireless test were performed and the reported issue was not duplicated. The device operated as intended as results were within the required specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.